Manufacturer narrative:
The customer reported that their multigas unit is displaying a "gas external device failure" error. No harm or injury was reported.

Event description:
The customer reported that their multigas unit is displaying a "gas external device failure" error.